Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between jun 3, 2022 and jul 15, 2022. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Account indicated that there is no need for further follow-up attempts to obtain the missing information or any additional information regarding the complaint as no further information is available. Therefore, no further follow-up was performed as site has minimal information for the case and will not be disclosing any patient details. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zct100 with 20.5 diopter power, was explanted from the patient's left eye and replaced with a zct150 iol of the same diopter power. The patient outcome was not provided. No further information was provided.